Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not returned for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography, ercp, the physician used five cook instinct plus endoscopic clipping devices. It was reported that the clips would not deploy and would not release despite adequate deployment process. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in a clear plastic bag. No lot number was returned with the devices. Device #1, #3 - #5 our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. A function test was attempted, in order to deploy the clip. With handle manipulation the clip deployed, with significant resistance encountered during deployment. The device was then advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the clip, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Device #2: our laboratory evaluation of the product said to be involved could not confirm the report based on the condition of the returned device, the clip has been deployed in a closed position and was included in the return. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: devices #1, #3 - #5: our laboratory evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Device #2: our laboratory evaluation of the returned device could not confirm the report based on the condition of the returned device. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.